Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient fell after feeling a shock. It was noted that the patient had an unsteady gait and foot drop, which made them susceptible to falling. The device was turned off, the patient went to the ER and the leads were removed. The patient is currently recovering and there have been no reports of further complications regarding this event.